Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient stated that the lead disconnection while they were in bed. The patient's child reconnected the device for them. The patient came into the clinic and was seen to have this issue evaluated. A dressing change was completed and the proper sensation and settings were confirmed. No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3889, lot# unknown, product type: lead. (B)(4). Product ID: 3531, serial# unknown, product type: external electrical stimulator.

Event description:
Information was received from a consumer regarding a trial patient undergoing an advanced evaluation. It was reported that the patient was not able to feel stimulation or increase stimulation past a certain number without getting an error message. At the time of the report, the patient was able to increase stimulation past that number and felt stimulation comfortably. It was noted symptoms were worse than prior to the evaluation. Additional information was received one day later. The patient awoke to a disconnected lead and had an error message on screen on program 2 that stated ¿cannot provide your desired settings..¿. Troubleshooting did not help and the patient switched to program 3 and was able to increase stimulation to a comfortable level. Additional information was received on 2017-may-30. The patient¿s bandages came loose. No further complications were reported/anticipated.